Manufacturer narrative:
Internal reference #: (B)(4).

Event description:
A customer submitted a report on 02-sep-2019 concerning a diabetic patient who developed an infection in the pterygoid space. There was no bleeding involved. The patient was hospitalized for 3-4 weeks for treatment. The patient's current status is reported as recovered. The customer does not believe that the infection was related to the implant. The implant was compromised / failed as a result of the infection. The customer was unable to provide the lot / batch #, as a result the manufacture date, expiration date, and UDI cannot be confirmed; nor can historical data and trend analysis be performed.